Manufacturer narrative:
(B)(4). Device#2:proglide 12673-03 lot#unk is being reported under a separate medwatch MFR number.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed over a guide wire and a second proglide device was attempted. After deploying the suture of the second proglide device in the vessel, the long white suture was "pulled" resulting in the entire suture being pulled out from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.